Manufacturer narrative:
Investigation included user education and troubleshooting conducted by customer support. Investigation of this case revealed that the device was functioning without confirmed hardware failure at the time of the call and that signal interruption was addressed by standard reconnection steps. It was concluded that the event was consistent with transient communication or pairing disruption without patient injury and that no further action was indicated pending user follow-up.

Event description:
It was reported that the user experienced loss of pairing between the ilet and an fsl3+ sensor, resulting in absent glucose readings, and was guided to restart the ilet and wait for reconnection; the event involved intermittent signal loss between the glucose sensor and ilet. Symptoms included no clinical symptoms reported. Outcomes included no change to clinical status and no alerts or alarms reported.